Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was not feeling well and had blood glucose (bg) levels reaching 341 mg/dl while wearing the pod for longer than 48 hours. The school nurse waited for 15 minutes after an injection, the patient¿s bg levels went down to 314 mg/dl. In the meantime the school nurse got a call from the patient¿s endocrinologist and was advised to give patient 3 units and to wait 45 minutes. The patient was released from the nurse within an hour with a bg level of 206 mg/dl and had removed the pod but was given instructions of no driving for 24 hours. Patient had moderate to low ketones. They stated the cannula was ¿barely in there¿, thus, cannula dislodged from the infusion site (hip/buttocks).

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. No abnormalities were found that would contribute to the triggering of an occlusion alarm. Alarm is considered a safety feature and not a malfunction. Although no abnormalities were observed, a root cause for the reported event could not be determined.